Event description:
The customer observed a falsely elevated alinity c total bilirubin result for one sample. The following data was provided: on (B)(6) 2022 sid (B)(6) initial result = 14 mg/dl, repeat = 0.9 mg/dl; direct bilirubin result = 0.5. The sample generated a hemolysis index of 4. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c total bilirubin result for one sample. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 14 mg/dl, repeat = 0.9 mg/dl; direct bilirubin result = 0.5 the sample generated a hemolysis index of 4. No impact to patient management was reported.

Manufacturer narrative:
The abbott technical application specialist (tas) reviewed the instrument logs and observed multiple r1 aspiration errors. The tas replaced the sample and r1 reagent probes and resolved the issue. No additional discrepant total bilirubin result issues have been reported since the troubleshooting was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the reagent probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the reagent probe was identified.